Manufacturer narrative:
(B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 five infusion set cannula were crimped and site of insertion is abdomen. No further information available.